Manufacturer narrative:
(B)(4). The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, missing o-ring (reservoir tube), missing address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump reservoir compartment was damaged. Customer's blood glucose was unknown at the time of incident. The product will be returned.